Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to his current device being too small. The cylinder and pump were explanted and replaced. There were no patient complications related to this event.